Manufacturer narrative:
Tw (B)(4) the device has been returned to the factory and will be evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that while opening a case, they encountered a defective vasoview hemopro 2 upon opening the package. The tip of the device appears to be breaking at the end. The silicone on the jaws was observed to be peeled. We have only experienced this issue once, and it does not appear to be a frequent occurrence. A new device was used to complete the procedure. There was no procedural delay. A photo was provided showing peeled silcone jaw.